Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. It was reported that the adio bolus button was under responsive and there was corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: during investigation, the audio bolus button was found to be intact; no damage was observed. The audio bolus button was found to be unresponsive to button presses. There was corrosion observed in the battery compartment. A leak test revealed leaks in the battery compartment. The pump was opened and moisture damage was found on the printed circuit board causing the button to be unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.